Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was cracked; however, it was still functional. No other damage was observed. There was no reported impact to blood glucose. As the contact did not have pump at the time of the report, troubleshooting could not be performed. Although requested, additional information was not provided.